Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® low profile one-piece abutment 5.0mm(d) x 1mm(h) (ilpc541u), was returned for investigation. Visual inspection of the as returned product identified wear about the abutment threads, hex features, and internal drive features. No pre-existing conditions were noted on the per. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 954277. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (954277) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (ilpc541u). Therefore, based on the available information, malfunction has not occurred for the returned abutment. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that fracture abutment (ilpc541u). Tooth location unknown. Fractured abutment portions were removed and implant remains implanted.